Event description:
--

Event description:
Boston scientific received information that this lead was an attempted implant due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Additional details were received regarding the clinical observations. Placement difficulty, low sensing measurements and dislodgement were observed. This product issue will be updated if additional information is received.